Manufacturer narrative:
Other relevant device(s) are: brand name: micra , model #: mc1avr1-delsys / expiration date: 14-aug-2022 / serial#: (B)(4)/ UDI #: (B)(4). Device available for evaluation: no, dev rtn to MFR? No. Mfg date: 25-feb-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the delivery system reached out the septal zone of the right ventricle but the device was never deployed as the patient experienced cardiac tamponade. Pericardiocentesis was preformed. Leadless ipg was never implanted. No further patient complications have been reported as a result of this event.